Event description:
Customer reportedly obtained results of 1.7 inr and 2.2 inr on the coaguchek s system during duplicate testing. No treatment information provided. No adverse event reported. Requested return of suspect system, however strips are unavailable for return.

Manufacturer narrative:
Event occurred in (B) (6).